Manufacturer narrative:
Philips service reconnected the extension cable and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)

Event description:
It was reported to philips that geometry error occurred due to bad extension cable contact on a allura xper fd20/15 or table. The clinical use of the system was in use. There was no reported patient or user harm.